Manufacturer narrative:
Investigation summary: based on results of the r&d testing in (B)(6) the indicated failure mode for stopper pullout with the incident lot was observed. No additional testing can be performed at the manufacturing site. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during r&d testing the stopper removal forces did not meet the minimum and/or mean force specification with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: during r&d testing in (B)(4), we observed some tubes with 2nd time stopper removal forces that did not meet the minimum and/or mean force specification. The product information is listed below. Catalog #, batch #, test date, data review date, observation: 367986, 9081743, 16 oct 2019, 17 oct 2019, did not meet minimum force specification. 9081745, 16 oct 2019, 17 oct 2019, did not meet minimum or mean force specification. 9093690, 16 oct 2019, 17 oct 2019, did not meet minimum or mean force specification.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9081743 . Medical device expiration date: 2020-03-31. Device manufacture date: 2019-03-22. Medical device lot #: 9081745. Medical device expiration date: 2020-03-31. Device manufacture date: 2019-03-22. Medical device lot #: 9093690. Medical device expiration date: 2020-03-31. Device manufacture date: 2019-04-03." A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during r&d testing the stopper removal forces did not meet the minimum and/or mean force specification with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: during r&d testing in franklin lakes, we observed some tubes with 2nd time stopper removal forces that did not meet the minimum and/or mean force specification. The product information is listed below. (B)(6).